Manufacturer narrative:
The reported event was confirmed. A temperature sensing latex catheter was returned attached to a meter bag. The catheter was dissected. The thermistor wire was ripped about two inches from the trifurcation area of the catheter. The cause of the temperature sensing issue was the broken wire. It was unknown what caused the wire to break. A potential root cause of the broken thermistor wire could be "handling damage". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review could not be completed as only the manufacturing lot number is given. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley was giving temperature readings that were too high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley was giving temperature readings that were too high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley was giving temperature readings that were too high.